Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient stated their device is not working and is not charging. Pt reiterated that her device was turning off itself so they just stopped using the system. Pt wondered if it was an issue with the battery. Patient stated they stopped using their implant about 8 months ago because it was not working. Patient said they went to get a physical and lab work because their back was hurting a lot and they thought maybe they had an infection but they think it was the monitor that was hurting. Patient mentioned they had pain on their stomach from the pain and they needed to get it checked. Patient also mentioned they went in to see their healthcare provider last year and the lady an assistant at the office checked their system and told them everything was ok but when patient started using it again, it kept going off so patient stopped using it. Patient service specialist asked when this all started and patient said about 2 weeks ago. Agent advised to reset equipment and af ter reset confirmed solid green light, patient unlocked the controller and reported the battery level was 66%. Patient then started a charging session of their implant and was seeing recharging excellent. After a few minutes, patient was seeing the checking recharge quality screen. Patient hit recharge and the screen went to 100. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient stated she stopped using the therapy device for the past 3 months because it was going off and on. Patient clarified that stim will turn on and stay on for about 3 - 6 hours and then shut off by itself. Pt clarified that she noticed this happening (B)(6) 2023. Patient stated that her legs have been getting hot and she cannot walk and her legs are cramping a lot. Pt reported she felt "shocking" from the ins and it made her jump about a month ago. Patient denied any traumas / falls. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.